Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. After the procedure, the patient¿s blood pressure decreased, and cardiac tamponade was confirmed. Echocardiography was performed to confirm infusion on the right ventricle (rv) side, and drainage was performed. Four hours after the procedure was started, a pericardial effusion was confirmed by echocardiography and drainage was performed. Vital became stable and the patient was discharged from the room. It did not result in thoracotomy. The physician commented that ¿with an ablation catheter at cti in the late phase of the case¿. Tamponade may have occurred when the contact became strong. Since the event (cardiac tamponade) is life threatening and required cancellation of the procedure to prevent permanent impairment of a body function or permanent damage to a body structure, is to be considered serious and MDR-reportable. The force high issue was assessed as not MDR reportable. The issue is highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event is low.

Manufacturer narrative:
On 02-feb-2022, the biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additional information was received on (B)(6) 2022. The patient is a 50 kg, 86-year-old, male. Therefore, the a2. Patient age at the time of event, a2. Age unit, a3. Gender, a4. Weight of the patient, a4. Weight unit have been updated. The physician¿s opinion on the cause of this adverse event was that it was procedure related. The patient outcome of the adverse event was reported as improved. Ablation was performed prior to the cardiac tamponade and there was no evidence of a steam pop. There were no error messages observed on the biosense webster equipment during the procedure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 04-mar-2022. It was reported that a 86-year-old male (50kg)patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and suffered cardiac tamponade requiring pericardiocentesis. After the procedure, the patient¿s blood pressure decreased, and cardiac tamponade was confirmed. Echocardiography was performed to confirm infusion on the right ventricle (rv) side, and drainage was performed. Four hours after the procedure was started, a pericardial effusion was confirmed by echocardiography and drainage was performed. Vital became stable and the patient was discharged from the room. It did not result in thoracotomy. The physician commented that ¿with an ablation catheter at cti in the late phase of the case¿. Tamponade may have occurred when the contact became strong. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis of the returned product revealed that no damage or anomalies were observed on the stsf catheter. Per the event, several tests were performed. The magnetic, temperature, and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigation pressure correctly. During the patency test, some irrigation holes did not irrigate. Dome was dissected and reddish material was found occluding irrigation holes. A manufacturing record evaluation was performed for the finished device 30648124l number, and no internal actions related to the reported complaint condition were identified. As part of bwi¿s quality process all catheters are manufactured, inspected, and released to approved specifications. The patency test failed since not all the holes were irrigating. The IFU states that : careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Before use, check irrigation ports are patent by infusing of heparinized normal saline through the catheter and tubing. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the catheter that could not be replicated during the analysis. Ft-ir analysis revealed that foreign material was primarily composed of biological material-base material. Presumably human tissue or fluid. The root cause of this occlusion is related to the usage of the catheter during the procedure, and it cannot be related to the manufacturing process since there is evidence that the device was manufactured correctly. Explanation of codes: investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the adverse event. Investigation findings: operational problem identified (c13) / investigation conclusions: cause not established (d15) / component code: cautery tip (g01002) were selected as related to the occluded dome. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).